Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data showed the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that caused failure in deploying needle, even after completing the priming sequence. Timeouts were replicated during pod rerun. The actual cause of the timeouts and drive stall could not be determined. While inspecting the drive mechanism components, the front sma wire end was found to be kinked. But, sma wire resistances were measured to be within the specification limits. It could not be determined if the damage to the front sma wire end linked to the timeouts generated during operation.